Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) had a non sustained ventricular tachycardia episode which was marked by pvc's and pacing was inhibited. The patient was asymptomatic and this was the only a singular episode. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A subsequent review of stored events confirmed the pvc marked events were not intrinsic heart activity but rather oversensed noise resulting in electrogram pvc classification. While the genesis of the noise was not confirmed, this was a single episode with no further complications reported.